Event description:
Note: this MFR report pertains to one of the three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-05895, and #06038 for a description of the other devices. It was reported to boston scientific corp that an gold probe device was used during a procedure on (B)(6) 2009. According to the complainant, during the procedure, the generator failed to produce any bipolar output. The physician tried changing out two gold probe devices with no success. The complainant confirmed that the monopolar output of the generator was working properly. Follow-up with the complainant that further info regarding the pt or procedure was unavailable.

Manufacturer narrative:
The complainant was unable to provide the suspect device model number, or lot number; therefore, the catalog #, device expiration and manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).